Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During preparation no abnormalities was noted during preparation of the sheath. It was mentioned that air continued to aspirated from the sheath. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. A syringe pump of non boston scientific pump irrigation method was used with a flow rate of 30ml/h. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During preparation no abnormalities was noted during preparation of the sheath. It was mentioned that air continued to aspirated from the sheath. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. A syringe pump of non boston scientific pump irrigation method was used with a flow rate of 30ml/h. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.